Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had sensor glucose versus blood glucose value differences. Customer's blood glucose is 120 mg/dl. The sensor glucose is 40. The customer stated that it happen several times. The customer stated he has one sensor to return for analysis. The customer was advised that we send replacement 2 sensors.